Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a 7.5" trifuse ext set w/3 microclave® clear, 4 clamps (2 white, blue, red), luer lock where the customer reported that they have had many incidents of trifuse breaking off from the luer connection. All the breaks happened where the male luer lock inserts into the patient¿s microclave cap. This resulted in blood loss and ivf loss for the patients, chemo spills, and can potentially cause harm for the patients, however, specific information regarding volume of blood loss was not available but the customer did state that the majority of the blood loss was not substantial enough to require blood transfusion. There may have been some chemo exposure, but none required emergent care or treatment. However, additional information was received stating that they are unable to give accurate information about which broken extension tubing (bi/tri/quad fuse) had harm. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
The device was not returned for evaluation. A photo was provided and confirmed the complaint of the trifuse breaking off from the luer connection. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review could not be performed as no lot information was provided.